Event description:
The sales representative reported that during a kit inspection in 2008, a missing center screw was noted on the speedlink device. There was no harm to a patient. The same malfunction of a similar device has resulted in an adverse event in the past.

Manufacturer narrative:
Prod is an instrument and is not implantable. The device history record review found the product met specifications. Visual inspection indicates the center set screw is missing. The investigation determined the cause to be the absence of a mechanical lock to prevent screw back out. The product design was changed in 2003 with an improved center set screw and included a stake at the center set screw as a mechanical lock.